Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer parent reported via phone call that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 11 mmol/l at the time of the call. The customer stated that the buttons do not respond. The caller stated that they customer was jumping up and down in a bouncy castle. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. No frozen screen or low reservoir alarm noted. The pump was received with minor scratches on the lcd window. The pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a corroded battery tube.